Event description:
The customer stated that the insulin pump got wet and now it's alarming button error. The customer stated that she changed the battery and the buttons are not responding. The reported blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.